Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer reported complaint. For clarification, the instrument was found to have thermal damage on the yaw pulley. The known common cause of this failure is due to mishandling/misuse. Root cause this failure is attributed to mishandling. The following additional findings were identified during evaluation: the instrument was found to have damage of the conductor wire¿s insulation. The damage measures approximately 0.024" x 0.040". There was no material missing as a result of the damage. The instrument passed an electrical continuity test. Root cause of this failure is attributed to a component failure. A review of the instrument log for the maryland bipolar forceps (471172-16/n102008100044) associated with this event has been performed. Per logs, the maryland bipolar forceps was last used on (B)(6) 2020 on system (B)(4), which was earlier than the date of the issue being identified. The alleged instrument had 5 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported because the maryland bipolar forceps with the damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had broken housing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no patient was involved.